Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented at the hospital post-implant procedure. It was noted that the pacemaker failed to capture and failed to deliver low voltage output. No intervention was performed. The patient was in stable condition. The pacemaker will be further monitored.